Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having low blood glucose due to taking too much insulin due to a bedtime snack miscalculation. Customer fell and was heard by son. Customer was treated with a glucagon shot and peanut butter sandwich. Customer believes it was just human error and insulin pump was working fine. Customer also reported that the same issue occurred a week prior to call. Customer's blood glucose level was not reported.